Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer's parent stated that the customer was out of town for his hockey game. Customer was not feeling well and changed the infusion set before playing his 2nd game. Customer had a high blood glucose of 26.7 mmol/l and was brought to the ER on (B)(6) 2017 until (B)(6) 2017. Customer was treated with insulin pump and was also treated in the ER. Customer was brought to the hospital after being released from the ER. Customer's blood glucose was 16.5 mmol/l at the time of hospitalization. Troubleshooting was performed. There were no leaks or air bubbles. Customer's parent that the infusion set cannula was slightly bent. The device settings were correct. The insulin pump passed the high pressure test. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis. Additional device related incidents: infusion set ((B)(4)).